Event description:
On (B)(6) 2019, the user who lives in australia contacted dario to report high blood glucose readings. He indicated that prior to contacting dario, he was getting progressively high readings. The user reported that on october 25th he got a blood glucose (bg) level reading of 27 mmol/l, he had consulted with his doctor who advised him to go to the hospital to get his bg levels checked. At the hospital the user got a bg level reading of 6.5 mmol/l. There was no medical intervention at the hospital. However, the user reported taking medication (sitagliptin/metformin) according to his dario bg level readings. The user reported testing his bg levels once every two to three days, and had confirmed that his cartridge of strips was open for more than 30 days. As per dario's test strips labeling "use within one month from first opening the cartridge foil". The user reported that as soon as he had received the troubleshooting email from dario's customer support team; he tested his bg levels with a new cartridge of strips and reported bg level readings are still high. Dario's representative requested the user to try with a new cartridge of strips, the user opened a new cartridge and the user reported that his bg level readings are still high. The user was sent a replacement of dario's strips and control solution. Follow up with the customer was attempted, however, no response has been received to date. No resolution is available.